Event description:
During a mastectomy procedure, the clips were not forming properly. Do not know what shape the clips took upon deployment. Used another like device to complete the procedure. There was no pt consequece.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.